Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the left ventricular lead would not track to the target vein. The lead was not used. The patient was asymptomatic. No additional information was available.